Manufacturer narrative:
The investigation determined that discordant vitros phyt result was obtained from multiple patient samples run on the vitros 5,1 fs chemistry system. There was no indication that an instrument related issue contributed to the event. The investigation was unable to determine a definitive root cause. However, a pre-analytical sample processing issue and/or a reagent related issue could not be ruled out as potential contributing factors. Expected performance was obtained on an alternate vitros phyt lot.

Event description:
This customer obtained multiple discordant vitros phyt results from three different patient samples run on the vitros 5,1 fs chemistry system while performing a routine reagent lot change correlation study. The affected results were reported out of the laboratory. Patient 1: 7.4 vs. Expected result= 16.3 ug/ml. Patient 2: 9.6 vs. Expected result= 46.3 ug/ml and, patient 3: 18.9 vs. Expected result= 12.4 ug/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Phyt dosages were increased for patients 1 and 2 based on the vitros phyt results initially reported out of the laboratory. No treatment was altered for patient 3 based on the initial vitros phyt result. The customer issued corrected reports. There was no allegation of patient harm as a result of this event. This report is number three of three MDR's for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).